Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2016, removed and replaced on (B)(6) 2020 due to erosion and a possible leak. Information received indicated that the device eroded the distal part of the penis did not show any sign of infection and no cultures were obtained. When speaking with the doctor he also said that the device was malfunctioning. He thought it could likely be due to a leak but did not identify or was not able to find where the leak was. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the cylinder 2 exhaust tubing at the tubing/strain relief junction. Microscopic evaluation revealed this to be confined abrasion, indicating that the tubing was kinked and abrading against itself for an extended period of time. Microscopic evaluation revealed surface abrasion on the cylinder 2 exhaust tubing, the shorter pump exhaust tubing, and the pump inlet tubing. No functional abnormalities were noted with the pump, reservoir or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter pump exhaust tubing and pump inlet tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the cylinder 2 exhaust tube kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of the cylinder 2 exhaust tubing at the cylinder 2 tubing/strain relief. A separation of this type could then allow the loss of fluid, rendering the device inoperable. As examination of the device may not conclusively confirm or disprove the report of erosion quality accepts the physician¿s observations as to the reason for surgical intervention.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device eroded the distal part of the penis. It did not show any signs of infection and no cultures were obtained. The physician said the device was also malfunctioning; he thought it could likely be a leak, but did not identify a leak or where the leak was. The device was replaced.